Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that wireless telemetry of this device could not be completed. Analysis of the device data was performed by a boston scientific engineer and a device hardware issue was detected that most likely caused the interference. Device explant was recommended by a boston scientific technical services consultant. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt in our post market quality assurance laboratory. Visual examination identified no anomalies. The battery voltage was confirmed to be 3.10 volts and the battery status was beginning of life (bol). Inductive telemetry was successful; however, analysis confirmed that the device could not be communicated with via wireless telemetry. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was also completed and all measurements were within normal limits. After this testing was completed, wireless telemetry functioned appropriately. The device case was removed to facilitate inspection of the internal components. Device voltage and current measurements were within normal ranges. No issues were identified with the internal components. Despite multiple attempts to recreate the telemetry issue in order to determine the root cause, the issue could not be replicated.